Event description:
The customer contact reported an operator error resulting in backflow of fluid. Four suction canisters were being used in a tandem set-up. After an unspecified length of time in use, the canisters were reported to be full. The nurse disconnected the suction source from the canisters in order to replace the liners. This broke the vacuum and air was then pulled into the vacuum system. This resulted in the fluid content of the suction liner backflowing into the surgical incision. There were no reported adverse patient effects. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The customer indicated that the device was discarded. The customer indicated that the event was the result of an operator error. The reporter was contacted and information on reprocessing of the device was requested. Multiple unsuccessful attempts were made to obtain additional information. The receptal liner with vac-guard is designed to be removed when the liner is full in a tandem set-up. The package label instructs the user to: "leave vacuum on. Remove patient tube."